Manufacturer narrative:
Company comment: the serious events of nodule, swelling at implant site and the non-serious events of paraesthesia and pain at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause is the treatment procedure with an inadequate injection technique. The restylane was used off label. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 16-sep-2024 by a female patient of an unknown age concerning herself. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. In (B)(6) 2024 (6 months prior to the date of the report), the patient received treatment with restylane to nose and chin (unknown amount, lot number, injection technique and needle type). Restylane was injected to nose and chin (off label use of device). On an unknown date in 2024, after treatment with restylane, the patient reported that while the chin was fine, she experienced constant issues with her nose. The patient began to experience tingling (implant site paraesthesia), bumps/white, hard nodules (implant site nodule) and pain (implant site pain). The patient reported that she had it dissolved 6 times. The first dissolving treatment was performed only two weeks after receiving the initial treatment. Subsequently, she developed white and hard nodules that were immobile excruciatingly painful. The patient could not work, and she received an unspecified opioid treatment. The patient was treated with 4 unspecified antibiotics, oral steroids (4 times), and injected with unspecified combined with 5-fu [fluorouracil] twice. The patient also experienced swelling (implant site swelling) which sometimes affected the cheek and eye socket. The patient inquired whether if a surgery was required. Outcome at the time of the report: tingling was unknown. Bumps/white, hard nodules was unknown. Pain was unknown. Swelling was unknown. Restylane was injected to nose and chin was recovered/resolved.